Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting treatment with a polyflux 170h dialyzer, the patient experienced palpitations and chest tightness. The patient was treated with intravenous dexamethasone (5 mg), and oxygen was administered; however, there was no improvement. Treatment was discontinued and the dialyzer was replaced. It was reported symptoms improved and "anti-allergy treatment" was administered. The patient's recovery was monitored. No additional information is available.